Event description:
It was later reported the patient¿s stimulation was intermittent and they did not feel the stimulation all the time. The patient had to use the programmer to go up and down almost every other day and it had been like that since implant. It was stated that the patient never had therapeutic effect and still had the sudden urge to have to go to the bathroom since they were implanted. The patient noted that even if they changed the amplitude and went up and down, sometimes it would not bother them at all but then they would go to the bathroom and do a few things and feel that they had to go to the bathroom again. The patient wished they had rather stayed on the pills. It was noted that the patient had a shocking or jolting sensation. The patient reported that they occasionally would get a ¿sharp reminder¿ in their left crotch area. It was really sharp to the point that they had to get their programmer and turn the stimulation down. The painful sensation was like somebody was giving them a real nice electric shock. The patient stated that sometime the pain was so bad that they couldn¿t even sit down and they had to turn stimulation down. The patient noted that the shocking had been going on for a while but did not start right after implant. The patient also reported that they never had problems with bowel movements but after they were implanted they did not have good bowel movements and the patient described it as ¿you sit down after you drink coffee and empty it out.¿ the patient tried the programs up to 4 when they first got the device and they went up to program 4 before they could feel any stimulation but they felt miserable when they tried program 4. The patient turned it down to program 1 or 2. The patient was scheduled to see their healthcare provider three days after report.

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but have not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mmmh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect and also experienced shocking or jolting one night within the last month after increasing to 4.0v. The patient did not know if stimulation was too high because she had increased it a day or two before that. The patient added that sometimes a couple hours after increasing stim, she would not feel stimulation as strong. The patient was still having urinary symptoms since implant and was not feeling stimulation but not sure how long it had been. The patient was programmed at 3.5 on program 4 and stated that she did not see that lightening bolt. The neurostimulator was off. The patient was assisted with turning the ins on and decreased stimulation to 3.1. The patient stated that after glass of water she shouldn't feel like she had to go to the bathroom. She stated that the trial it seemed to work better, when she drank water it didn't make her feel like going to the bathroom. The patient indicated that since implant it appeared not to be working because she was still feeling like going to the bathroom. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.